Event description:
According to the reporter, at the end of the pulmonary lobectomy, during an air test (lung insufflation), the surgeon noted that there was bubble from the lung parenchyma. The surgeon decided to put a tachosyl plate. The surgeon was not able to determine what lot number is concerned and if the root cause of the problem is coming form the staples. Video assisted thoracic surgery-lobectomy was performed as intervention. There was tissue damage noted as a result of device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.